Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the phenomenon occurred due to failure of the power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the monitor was in use for 30 minutes and the power went out. The customer reported there was no problem found with the contacts between the cable, trolley and transformer. The customer could not confirm any other event information. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed. Visual examination also showed the front bezel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.